Manufacturer narrative:
Reader (B)(6), has been returned and investigated. Visual inspection has been performed on return reader and no issues were observed. The returned reader was de-cased. Liquid contamination was observed. Although, glucose results may be delayed. Blood glucose could be determined, by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. An extended investigation has been performed for the reported complaint. And there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button/power issue was reported with the adc device. The meter would not power on with button press, due to ¿sweat¿. And customer was unable to obtain readings. As a result, customer experienced a difficulty breathing. Customer was unable to self-treat and went to the emergency room. And a reading of 176mg/dl was obtained. And customer was treated with insulin, potassium chloride, and received unspecified blood tests. No further treatment was reported. There was no report of death or permanent impairment associated with this event.